Event description:
It was reported by dealer that wife of end user came in with rollator and reported: while end user was out on wooden deck when the left rear frame bent inward. The wife reported that she was not aware if end user was walking with it or sitting on it. The wife reports that the paramedics were called to assist getting the end user up and when they did, they sat him on the rollator. Dealer states, no report of end user injuries were reported.